Event description:
It was reported that the device may be reaching the elective replacement indicator [eri] prematurely. It was also reported that the atrial lead impedance was not measured for approximately two weeks and atrial undersensing was seen on the patient's electrogram. Attempts to reprogram the device to address the atrial lead undersensing were unsuccessful. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a high current drain condition due to current leakage in a ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5068 implantable pacing lead, (B)(6) 2001. (B)(4).